Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chambers provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is based on the information, photographs, video and description of events provided by the healthcare facility. Results: visual inspection of the provided photographs observed small vertical cracks on the chamber dome, confirming the reported issue. Conclusion: without the return of the subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, we are unable to determine the exact cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found cracked near the chamber base. There was no patient involvement as the issue was found whilst the device was not in use on a patient.